Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that the instrument, er320, was received with no damage in the external components, with the jaws closed, and a clip loaded. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated on several occasions. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the device was removed without opening the jaw, because the jaw was not able to be opened. The procedure was not converted to open. There was no bleeding and no tissue damage. Dr. Commented that the reason why the jaw was not opened may be using the device for the tissue other than vessel. The jaws became not to open. The jaws became not to open at the first firing when the device was used on the hole of the gallbladder. The device was removed from the tissue forcibly without opening by pulling the device. The surgeon commented that there was a possibility that the firing not on the blood vessel but on the tissue caused the event. Additional information was requested and the following was obtained: was the device stuck on tissue or a vessel when the ""jaws became not to open""? Yes. The device got stuck on the gallbladder. If yes, how was the device removed from the tissue or vessel it was on? The device was removed from the tissue forcibly without opening by pulling the device. Was the device cut off of the tissue or vessel? No further information is available. Did the device jaws eventually open? No further information is available.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.